Event description:
It was reported that this left ventricular (lv) lead was surgically repositioned due to dislodgement during follow up period. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.